Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufacturing between april 11-15, 2024. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and the flow rates were found to be within the product specification. Evidence of continuous flow of fluid was observed during the functional flow test. Based on the evaluation result, the infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor. During the infusion, it was observed that the device had stopped delivering the medication. The device contained 101ml total volume of 5- fluorouracil 70ml and saline 31ml (non-baxter). There was no report of patient injury or medical intervention associated with this event. No additional information is available.